Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with sensor. The customer reported hyperglycemia with a blood glucose value of 600 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-7040ma, mmt-397a. Troubleshooting was performed for sensor issues and confirmed difference in sensor glucose and blood glucose values. The values of sensor and blood glucose were found to be 75 and 600 mg/dl. The discrepancy between sensor glucose and blood glucose values was not within the range. No further patient complications were reported. It was unknown whether the customer was using the insulin pump with 48hrs of reported hyperglycemia event. It was unknown whether the customer was using the automode/ smartguard feature at the time of reported hyperglycemia event. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-397a.